Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 400 mg/dl and was treated with manual injection of insulin with syringe and blood glucose went down to 300s mg/dl. Customer's blood glucose at time of incident was 530 mg/dl and current blood glucose was 445 mg/dl. Customer reported the following symptoms related to their high blood glucose were lethargic, ache. The drive support cap appears normal. Run manual prime and fill tubing with current set and insulin exited at the quick release set. Assisted with performing the high pressure test and got no delivery alarm. Customer advised to change entire set, reservoir and insulin and treat per healthcare professional instructions. Customer will call back if her blood glucose continues to rise and she decides she wants the pump replaced and will call her healthcare professional to report this high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No unexpected no delivery alarm noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test.